Event description:
It was reported that the pacemaker device exhibited a large mismatch between the hardware coulometer and the estimated state of battery discharge. Boston scientific engineering analysis of device data confirmed that the device battery is depicting normally but there has been an increase in power consumption due to a high sensed right atrial (ra) rate. The ra rate was noted to be 125 beats per minute. Boston scientific technical services (ts) provided the analysis results to the healthcare provider (hcp) and also provided guidance that the battery longevity may be improved if the farfield oversensing issue is resolved. Ts indicated to the hcp to make a note for the next clinic visit to call ts again to assist with programming the blanking period to see if the farfield oversensing issue can be improved. The same hcp contacted ts again approximately four months later to discuss programming for the farfield oversensing issue. The patient was noted to have a history of atrial fibrillation and has an implanted left atrial appendage closure device. Ts discussed that a recent presenting electrogram shows the farfield signals fall appropriately into the programmed blanking period most of the time but there is also ra noise at the end of the electrogram. The hcp noted they were able to reproduce noise with testing in the clinic, but the noise was not oversensed. Ts indicated the ra noise appears to be oversensed when the patient is ambulatory and with larger movements. Ts discussed possible programming options but noted it was at the clinicians discretion because there may be a potential ra lead issue. This ra lead is not a boston scientific product. Ts discussed the option of consulting the ra lead manufacturer. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).